Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states one back cane was bent and the customer tried to bend it back into shape and broke it. The other back cane is also bent. No injury reported.